Event description:
It was reported that screws broke during rearrangement of plate. While closing a cranial defect, low profile neuro screws were used and inserted into the bone. For a rearrangement of the fixation plate the screws had to be replaced, and four screws broke while taking them out. Three screws are available for investigation, 1 screw was lost. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.added other relevant history and preexisting medical conditions: chronic subdural hematoma, calotte defect right frontal, severe head trauma, hypacusis the operation consisted the re-implantation of the own bone calotte.(B)(4)